Event description:
It was found that the valve implanted in the patient turn around and the fluid did not seem to flow. The date of implantation is unknown. The revision surgery is to be conducted on (B)(6) 2014 and the further details will be reported.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint sample not returned.

Manufacturer narrative:
During an internal review of product complaints, a discrepancy in the alert date was identified. This medwatch is being filed to correct the date. Please note that the product was returned for evaluation and the investigation was received on 9/3/2014. This investigation is also being reported in this follow up: the device was returned for evaluation. The investigation of the returned device confirm the problem reported by the customer. The lot number was crcc1p, serial number (B)(4), product code ns9008. The position of the cam when valve was received was 60mmh2o. The valve was visually inspected. No defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve failed the test at 160mmh20. The valve was reflux tested. The valve passed the test. The valve was dismantled; biological debris were noted on the spring, on the spring pillar, on the ruby ball, on the seat of ruby ball and on the base plate. Review of the history device records confirmed the valve ns9008, lot number crcc1p, was conformed to the specifications when released to stock on the (B)(4) 2014. The root cause for the problem reported by the customer is due to biological debris found on the ruby ball, on the seat of ruby ball and on the base plate. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
During an internal review of product complaints a discrepency in the alert date was identified. This medwatch is being filed to correct the date. Please note that the product was returned for evaluation and the investigation was recieved on 9/3/14. This investigation is also being reported in this follow up.